Event description:
Customer reported that the screen on his pump would go blank during basal or bolus adjustments, which previously resulted in having to perform a full reset of the device. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.